Event description:
Customer reported that their pump screen was dark and would not turn on, with a red led blinking around the button and the pump vibrating every three minutes. Customer's blood glucose level displayed as "high," but no specific value was known. A manual correction injection was administered to address elevated bg. Technical support instructed the customer to connect the pump to a power source with known working charging supplies, but the screen did not turn on. Customer reverted to an alternate method of insulin delivery.